Event description:
It was reported after inducing vf at induction testing, the device did not deliver any therapy and gave the notification "charge circuit timeout." Subsequently, the device became warm and lost telemetry; an interrogation was not possible. This device was not implanted; a new device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) preliminary analysis found the device had a low impedance path as a result of a shorted transistor. This transistor acts as a switch to allow energy to be transferred from the battery to the high voltage capacitors. This failure mode can only occur during charging of the high voltage capacitors when the device cycle is initiated under direct supervision of the clinician as in this case, it occurred during implant attempt.